Event description:
It was reported that pump battery depleted too quickly, with customer noting battery dropped from a full charge to about half charge within 24 hours and no usage patterns that typically caused faster battery drain. There was no reported impact to the customer¿s blood glucose level. Customer fully charged pump as instructed, continued to use current pump, and planned to use alternate insulin method if necessary, while technical support reviewed battery data, confirmed continued rapid depletion, and arranged shipment of replacement pump with updated software along with instructions for storage mode, pump return, and setting up pump and cgm on replacement device.